Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-05, lot #80031-6h is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #1 issue: failure to deploy - needles. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily tortuous and heavily calcified femoral artery after an interventional procedure. Reportedly, because of a heavily calcified vessel, the needles could not be deployed. The device was removed and a second proglide device was attempted, but as the device was advanced in the vessel, excessive bleeding was present around the proglide device. It was decided not to deploy the needles. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.